Event description:
It was reported to nova biomedical that a consumer received a result of 2.2mmol/dl (40mg/dl) from the lab. The consumer performed a test on their blood glucose meter getting a result of 4.2 mmol/dl (76 mg/dl) within a five minute time period. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.